Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing high blood glucose (bg) levels with a small level of ketones and the cause was not known, the cartridge and infusion set were changed and a correction bolus was delivered via the pump. The bg remained high. The customer reverted to using a non-tandem pump for insulin therapy. A pump system check was performed and no device issues were identified. Tandem technical support recommended that the customer discuss the high bg event with a healthcare provider.